Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda appears to be related to procedural conditions. Image resolution poor was related to patient procedural conditions as imaging was reported to be suboptimal due to complex patient anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed and deployed. After deployment, there was a single leaflet detachment (slda) and the clip was no longer attached to the anterior leaflet. The clip remained stable on the posterior leaflet. Two additional clips were placed to stabilize the first clip. There were no adverse patient effects or clinically significant delays reported.